Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6) and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. It was reported that the hm 3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the hm3 for approved use as an lvad. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the pump was implanted as a right ventricular assist device (rvad). The device was working as intended for the entire time of support.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to left ventricular failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.